Event description:
Caller indicated the glucocard expression meter was producing inaccurate readings. When the call first came in, the person who was calling was not the patient, it was her granddaughter. She was rude from the moment I answered the phone and was ranting about the blood readings, her grandmother getting sick, taking too much insulin and she had to go the hospital, the meter being junk and that it should be recalled because it's making "everyone" sick. Caller stated the patient took 5 units of insulin based on a sliding scale from her doctor. As a result she felt groggy, temperature was cold, and she was swearing. While asking questions for the incident report, I discovered that the patient in fact did not seek medical attention. I confirmed this with the patient because the granddaughter had told me she had to go to the hospital which was not true. After she took too much insulin she had something to eat and drink and snapped out of it. While gathering strip lot information, it was discovered that the test strips in question were expired. I explained to the caller that the test strips were expired and that is probably the issue. She then told me they had other test strips as well, but they were not used at the time of the incident. I had the caller do a control solution test with the other test strips they had that were not expired and the test came out within range using indicating meter is working. Replaced product and requested her to send meter, both bottles of test strips, and control solution back to us for testing.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and strip lot number is expired so retention samples could not be tested. If meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.